Manufacturer narrative:
(B)(4). Investigation results: one (1) complaint sample was submitted to carefusion for evaluation. Evaluation of the complaint sample confirmed the needle was fractured. Inspection of the fractured component suggested the needle was bent due to excessive force. Additional fractography and failure analysis performed by the raw material tube supplier confirmed the root cause was related to customer misuse that led the jamshidi bone marrow needle to break due to fatigue that occurred under a bending cyclic load being applied to the needle during the procedure. This action exceeded the bending and torsion stress limits of this device. The presence of two initiation points indicates the tubing buckled or bent before breaking. The fracture surface and large amount of localized yield lines near the fracture surface is representation of a ductile fracture which suggests a fatigue-type condition. The outer diameter distortion adds evidence to a buckling or bending type condition. The material of the sample itself was also non-destructively tested and confirmed to be within specification. The directions for use (dfu) included with the product indicates that ¿applying too much pressure when redirecting the needle may bend the needle.¿ failing to follow any of these precautions and warnings may lead to the confirmed failure mode. A review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. The quality plan includes inspection points for the jamshidi needle assembly. No issues were identified with these inspections during the manufacture of the reported lot. Likewise, a review of all manufacturing methods and personnel involved in the assembly of the device determined there was no contribution from either to the reported issue. No issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot involved. Based on the investigation results, it was recommended to the customer that the user of this device review the labeled instructions and precautionary warnings related to exceeding the bending limits of the device. As noted above, the product¿s dfu indicates that applying too much pressure when redirecting the needle may cause the needle to bend.

Event description:
The customer reported that during a biopsy procedure on the iliac crest after 2 needles twisted when the physician was trying to get the specimen, the physician used a third needle from another lot number and it broke. This event occurred on the same male patient aged 20 years old. The physician was the same on the 3 occasions. The broken part was extracted in the operating room under general anesthesia. The specimen was collected after sawing the remaining part extracted from the patient's bone. It was difficult to collect it. This has led to a delay in diagnostics. The patient was hurt, he had to undergo 3 procedures, plus a surgery in the operating room. This incident increased the patient pain and stress. Nothing abnormal was noted on the needle before, during or after the procedure. Carefusion was told the physician was experienced. On (B)(4) 2014, the international contact ((B)(6)) provided the following information: what was meant by "sawing" is that the user had to cut the bit of the needle retrieved from the patient¿s bone to get the specimen out. It is unknown if the physician experience any difficulty when inserting the needle into the patient or if there was more resistance felt in the bone than anticipated by the physician. It is unknown if the user followed the instructions for use regarding how to sever the specimen before withdrawing the needle. The needle broke during the first attempt at obtaining a core sample. The intended biopsy was completed with another needle.  On (B)(4) 2014, the international contact indicated that per the customer, the patient is doing ok further to the difficult biopsy.

Manufacturer narrative:
(B)(4). Upon completion of carefusion's investigation, a follow-up medwatch report will be submitted.